Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # (B)(4), product type recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intractable pain in their trunk/limbs. The patient reported that their last implantable neurostimulator (ins) recharging session was at the end of the year sometime in 2016. The patient stated that their device would not charge and has not charged in a while. The patient was unable to charge because of traveling, the holidays, medical issues, and because the using their recharger it takes so long (8 hours) to charge. The patient stated that their implantable neurostimulator recharger (insr) is so fickle and does not stay put so they get lazy about it because it never gets to a full capacity and never stays at a full capacity. The patient would follow up with their healthcare professional (hcp) and noted that their manufacturer representative (rep) was there the last time they went to their hcp office, so it was reviewed with the patient that their hcp can request a rep if needed. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.